Manufacturer narrative:
The exact event date was unknown. The issue started sometime in 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient saw the poor communication screen on the patient programmer (pp), experienced poor communication with the pp, and was not able to communicate or recharge using the recharger. The last time the patient felt stimulation was about a month ago (2016). It was unknown when the last successful charge session was. The manufacturer¿s representative (rep) was going to contact the consumer regarding a restart of the implantable neurostimulator (ins). It was also reported the device was not functioning and it would not go into MRI mode. No further complications were reported.